Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found crack on right plunger case and missing battery. Third party tamper seals were found. There was no evidence of the error found in the event history log (unable to download). The customer reported problem was not verified/duplicated at power up. The investigation was unable to determine the cause of the reported problem, as no physical or any other damaged was found on speaker. For preventative action, the speaker was replaced and preventative maintenance performed along with all functional testing. The root cause of the reported problem was unknown/no fault was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had multiple alarms and auxiliary control unit watchdog error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5: additional information: no patient involvement was reported. H6: updates not required h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.